Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was stuck in the motor error alarm loop during bolus delivery due to motor encoder signal out of phase. Motor position encoder error alarm was not confirmed due to erased history file caused by several displayable history crc check failed on startup due to corrupt history file. The motor was tested outside of the device and it failed. No unexpected check settings alarm noted. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error while she was attempting to refill the infusion set. Customer didn't recall her blood glucose at the time the alarm occurred but most recent was 158 mg/dl. Alarm occurred during priming and set change. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.